Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the issue occurred during a thoracolumbar fusion procedure and there was a 15-30 minute delay to the procedure. It was confirmed that there was no impact to the patient¿s outcome.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the spheres would flicker in and out of the tracking window. The manufacturing representative (rep) reported that when covering a sphere, the reference frame and instruments would stop flickering in the tracking window. The rep reported this happened with 2 sets of instruments.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735339. H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.